Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 33 mg/dl. The patient's mother gave a 55 carb and turn off the insulin pump. The mother was offered to troubleshoot but she declined. The patient was in the school with the insulin pump. The mother was advised to monitor the system if has any other concern call the help line. No further information needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).